Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: unknown, product type: catheter. Product ID: 8781, lot#: unknown, product type: catheter. Product ID: 8781, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 555 mcg/day) via an implantable pump for an unknown indication for use. It was reported approximately 3 months prior to (B)(6) 2020, the patient's pump was refilled with 40 cc. The patient complained of headaches with the pump being loose in the pocket and "flipping and flopping." About 2-3 weeks prior to (B)(6) 2020, the patient began experiencing spasticity. At a pump refill, the expected reservoir volume (erv) was 4 cc and the actual reservoir volume (arv) was 40 cc. The pump was not audibly alarming. The hcp indicated they were trying to get the patient on the schedule to have their pump and catheter revised. No further complications were reported. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. The pump and catheter revision was scheduled for (B)(6) 2020. No catheter troubleshooting had been performed. The cause of the volume discrepancy had not been identified, but would be determined on (B)(6) 2020. Additional information was received. It was confirmed the pump and catheter were revised on (B)(6) 2020. The cause of the volume discrepancy was stated to be the catheter was twisted at the pump site. The catheter/pump was untwisted in the operating room, and the system remained functioning with no issue. The issue resolved. The system remained implanted.